Event description:
It was reported the tubing detached from the oxygen mask during use. This resulting in decreased oxygen saturation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Additional patient and event details have been requested. Should additional information become available, a follow up report will be submitted.